Event description:
Since the end of november, the recipient suddenly cannot hear anymore using the device. No accident or trauma has been reported, redness or swelling or recent changes in health or medication neither. The recipient was showing good benefit before. Re-implantation is considered; however, no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the end of november, the user suddenly cannot hear anymore using the device.